Event description:
It was reported that when using the bd pyxis medstation system, the device on blackscreen and drawers were non functional. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 half height were nonfunctional due to the poorer control board assembly. A field service engineer replaced drawer board controllers in both 2.1 and 2.1, control module board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.